Event description:
It was reported that shortly after implant, the left ventricular (lv) lead experienced a microdislodgement, resulting in high thresholds. Subsequently, the device experienced early battery depletion due to the high thresholds. Both the device and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that shortly after implant, the left ventricular (lv) lead experienced a microdislodgement, resulting in high thresholds. Subsequently, the device experienced early battery depletion due to the high thresholds. Both the device and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947 implantable tachy lead - (B)(6) 2008; 5076 implantable pacing lead - (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.